Event description:
Grand slam wire at (B)(6) ccl case with dr. (B)(6) had to retrieve the grand slam wire @ it broke off in patient. Vein calcified 80% started with a bmw wire and changed out to the grand slam for easier placement . While advancing grand slam wire, the wire broke off about at the midway portion of the wire. Both portions of the wire were removed. The broken wire had to be snared and removed.